Event description:
It was reported that the customer's insulin pump received multiple no delivery alarms. The customer's blood glucose reading was 240 mg/dl at the time of the report. The customer's mother was advised that there may be an insertion site issue due to a bent cannula or an infusion set occlusion. Troubleshooting was declined. The customer's mother was advised to change the entire infusion set. The product was returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.